Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("post hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hirsutism ("facial hair") and polycystic ovaries ("pcos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal, hirsutism, polycystic ovaries and weight increased outcome was unknown. The reporter considered hirsutism, medical device removal, polycystic ovaries and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: polycystic ovaries, hirsutism, weight increased, medical device removal". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been in pain since 3 months after I got it') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over"), fibromyalgia ("fibromyalgia"), arthralgia ("throbbing joint pain"), uterine enlargement ("uterus swollen"), type 2 diabetes mellitus ("diabetes mellitus type 2"), back pain ("low back pain"), urinary tract infection ("uti") and flatulence ("gas issues") and was found to have weight increased ("weight gain") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain, fibromyalgia, arthralgia, uterine enlargement, type 2 diabetes mellitus, back pain, urinary tract infection and flatulence outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, gastrointestinal disorder, hirsutism, pain, pelvic pain, polycystic ovaries, pruritus, rash, type 2 diabetes mellitus, urinary tract infection, uterine enlargement, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: diabetes mellitus type 2,low back pain .uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event gas issues was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over"), fibromyalgia ("fibromyalgia") and arthralgia ("throbbing joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal, hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain, fibromyalgia and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, hirsutism, medical device removal, pain, polycystic ovaries, pruritus, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: throbbing joint pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal, hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain and fibromyalgia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, hirsutism, medical device removal, pain, polycystic ovaries, pruritus, rash and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she was allergic to nickel, she had menstrual cramp that felt like labor, itchy skin, reoccurring rash, painful sex, gi trouble, extreme fatigue, ache all over, she had endometriosis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received events " she was allergic to nickel, she had menstrual cramp that felt like labor, itchy skin, reoccurring rash, painful sex, gi trouble, extreme fatigue, ache all over, she had fibromyalgia" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been in pain since 3 months after I got it') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over"), fibromyalgia ("fibromyalgia"), arthralgia ("throbbing joint pain"), uterine enlargement ("uterus swollen"), type 2 diabetes mellitus ("diabetes mellitus type 2"), back pain ("low back pain") and urinary tract infection ("uti") and was found to have weight increased ("weight gain") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain, fibromyalgia, arthralgia, type 2 diabetes mellitus, back pain and urinary tract infection outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, hirsutism, pain, pelvic pain, polycystic ovaries, pruritus, rash, type 2 diabetes mellitus, urinary tract infection, uterine enlargement, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: diabetes mellitus type 2,low back pain uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added .event: diabetes mellitus type 2low back pain , uti were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been in pain since 3 months after I got it') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over"), fibromyalgia ("fibromyalgia"), arthralgia ("throbbing joint pain"), uterine enlargement ("uterus swollen"), type 2 diabetes mellitus ("diabetes mellitus type 2"), back pain ("low back pain"), urinary tract infection ("uti") and flatulence ("gas issues") and was found to have weight increased ("weight gain") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain, fibromyalgia, arthralgia, uterine enlargement, type 2 diabetes mellitus, back pain, urinary tract infection and flatulence outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, gastrointestinal disorder, hirsutism, pain, pelvic pain, polycystic ovaries, pruritus, rash, type 2 diabetes mellitus, urinary tract infection, uterine enlargement, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: diabetes mellitus type 2, low back pain, and uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been in pain since 3 months after I got it') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hirsutism ("facial hair"), polycystic ovaries ("pcos"), allergy to metals ("she was allergic to nickel"), dysmenorrhoea ("she had menstrual cramp that felt like labor"), pruritus ("itchy skin"), rash ("reoccurring rash"), dyspareunia ("painful sex"), gastrointestinal disorder ("gi trouble"), fatigue ("extreme fatigue"), pain ("ache all over"), fibromyalgia ("fibromyalgia"), arthralgia ("throbbing joint pain") and uterine enlargement ("uterus swollen") and was found to have weight increased ("weight gain") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hirsutism, polycystic ovaries, weight increased, allergy to metals, dysmenorrhoea, pruritus, rash, dyspareunia, gastrointestinal disorder, fatigue, pain, fibromyalgia and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, hirsutism, pain, pelvic pain, polycystic ovaries, pruritus, rash, uterine enlargement, vitamin d decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received :event pelvic pain, swollen uterus and vitamin d low, was added, reporters was added., product start date was added. Event medical device removal deleted and surgery added to pelvic pain. On (B)(6)2020: follow up 3, 4 and 5 ,6 process together. On (B)(6)2020: follow up 3, 4 and 5 ,6 process together. On (B)(6) 2020: follow up 3, 4 and 5 ,6 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.